Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure ruby coils. During the procedure, while advancing a ruby coil through another manufacturer¿s microcatheter, the physician felt a ¿hard stop¿ and the ruby coil would not advance further. It was noted that no resistance was felt before this point. Therefore, the ruby coil was removed intact. It is unclear how the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The introducer sheath was kinked in multiple locations. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the introducer sheath was kinked in multiple locations, which caused the ruby coil to become stuck and unable to advance or retract. The damage observed on the introducer sheath was likely incidental and likely occurred during packaging for return to penumbra. Since the ruby coil was stuck and could not be functionally tested, the root cause of the resistance experienced by the physician could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.